Manufacturer narrative:
Siemens has conducted an eval of the system table and no failure was detected. The siemens service engineer filed down the bottom corner edge of the table carriage and applied touch up paint. The table remains in use at the user facility.

Event description:
It was reported that while a pt was sliding themselves onto the system table for a procedure, the pt scratched their leg against the bottom corner of the table carriage resulting in a minor injury. The pt received minor first aid at the facility.